Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The reported event of the driveline not being completely engaged to the controller was not confirmed. The submitted system controller event log file contained approximately 10 days of data (B)(6) 2023 per the timestamp). The log file captured no external power alarms on (B)(6) 2023 from 08:05:22 to 08:05:36, from 08:06:03 to 08:06:36, on (B)(6) 2023 from 00:25:27 to 00:28:36, and on (B)(6) 2023 from 04:04:35 to 04:05:12 due to both system controller power cables being disconnected from power. The alarms resolved once the controller was reconnected to charged 14v batteries. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The data in the log file did not indicate any connection issues with the driveline. The driveline was connected to the controller throughout the log file and the pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The submitted system controller periodic log file contained approximately 11 days of data (B)(6) 2023 per the timestamp). The data in the log file did not indicate any connection issues with the driveline. The driveline was connected to the controller throughout the log file and the pump maintained a speed above the lsl without issue throughout the log file. No notable alarms were observed in the log file. The system controller was not returned for analysis. Additional information provided communicated that the driveline was easily reconnected, and the safety lock on the system controller was closed without issue. The root cause of the reported no external power alarms was determined to be both system controller power cables being disconnected from external power at the same time. The root cause of the reported event of the driveline not being completely engaged to the controller could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24jun2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, low voltage hazard, and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ instruct the patient to always connect to the power module or mobile power unit when sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple no external power(nep) alarms. The patient was adamant that they did not double disconnect in any way. It was also noted that there were no electrical faults and the patient arrived to their appointment with their driveline not completely engaged in their system controller with a red window exposed on the back of their system controller. The log files captured no external power(nep) events on (B)(6) 2023 at 8:05 and 8:06. They also captured some on (B)(6) 2023 at 0:25 and (B)(6) 2023 at 4:04. The neps appeared to be caused by an intermittent weak connection between the batteries and clips while the patient slept.

Manufacturer narrative:
A3: gender and a4: weight were requested but they were not provided. Related MFR for the pump: 2916596-2023-02293. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.